Event description:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device emitted a burned smell. There is no report of burns, smoke, flames or warping on the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device emitted a burned smell. There is no report of burns, smoke, flames or warping on the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was forwarded to a third-party service center for evaluation. The customer complaint was not reproduced. The device passed testing. During evaluation contamination was found in the device as a functional failure. Upon review of this complaint, there was no reported malfunction of the device that would contribute to insect infestation and contamination. There was also no serious injury or death associated with this complaint. The customer requested the device be returned unrepaired.

Manufacturer narrative:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device emitted a burned smell. There is no report of burns, smoke, flames or warping on the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was forwarded to a third-party service center for evaluation. The customer complaint was not reproduced. The device passed testing. During evaluation contamination was found in the device as a functional failure. Upon review of this complaint, there was no reported malfunction of the device that would contribute to insect infestation and contamination. There was also no serious injury or death associated with this complaint. The customer requested the device be returned unrepaired. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿burned smell¿ is classified as low and does not present a serious risk to patient safety.